Manufacturer narrative:
Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the sleeve's provided product and lot combination since its release for distribution. Review of the stem's device history records did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the head as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the newly added head, product code 136533000 and lot code 1913282 did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the tri-lock/dual lock broach as the lot code required was not provided. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address loosening of the femoral component. **update** (B)(4) 2013- legal claim received. The femoral head has been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.